Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08385. The pt received two leads from the same lot number. It was reported the pt never had adequate pain relief. She had unintended stimulation in her ribs but did not have stimulation in her pain areas, which were back and legs. The pt stated she turned off the system as it did not help her. Reprogramming was done in the past, but did not resolve the issue. In addition, the pt also experienced intermittent shooting pain at the ipg (implantable pulse generator) site while the system was off. It was stated the pt wanted the system to be explanted. Follow-up info received the pt was to meet with the sjm representative for reprogramming.